Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a heat rash under the lifevest garment straps. The rash was described as red and itchy. The patient consulted his physician who recommended an ointment. Follow-up indicated that the patient's irritation was better but still itched a little.